Event description:
Additional info received from MFR on 06/15/1998: on further investigation with the rptr at the account, writer was referred to another person. The other staff person clarified the situation and stated that the complaint should have been on product codes 2c5521 and 2c5526 which had previously been reported to baxter. States the above product was removed from the account and replaced with product code 2c6537. The other staff person reiterated that medwatch #1013529 was not correct. 30 day mdrs were filed on product codes 2c5521 and 2c5526 on march 27, 1998 (medwatch #6000001-1998-00217 and #6000001-1998-216).